Event description:
The report stated that 4 minutes into the second session of a radio frequency ablation procedure, water started leaking from the handle's strain relief. However, a decision was made to continue with the same needle. Two (2) minutes further into the ablation, the patient complained of pain in their right thigh (see MFR report # 1717344-2008-00554). The pads were repositioned and the needle was replaced with act2030 needle electrode. Sterilized water was used for the circulating water through out the procedure.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.